Event description:
It was reported that the right ventricular (rv) lead had perforated. The rv lead was extracted and a new rv lead was implanted. There were no adverse health consequences, the patient was stable.